Event description:
The customer stated that the sensor may have broken off inside her skin. The customer stated that she bent over, and felt pain but didn't think much of it. The customer later noticed that her site was bruised. The customer did not notice any damage on the sensor, but didn't really inspect it either, as she was in a hurry to change it. The customer has not had the area looked at by a physician, but she stated that she works in a hospital and can have it looked at. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.